Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a battery out limit alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the batteries were not out greater than duration allowed by the insulin pump. The customer stated that the insulin pump was alarming at the time of call. The customer mentioned that they received a failed battery test alarm. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a failed battery test due to a corroded battery tube and a corroded battery cap contact. Unable to verify the battery out limit alarm or perform the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests due to the failed battery test. The pump had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.